Manufacturer narrative:
Additional manufacturer narrative: the device was not returned to edwards for evaluation as it remains implanted. The device history record (DHR) could not be reviewed as the serial number was not provided. Based on the information received the cause of the event cannot be determined. The root cause of the stenosis remains indeterminable but was likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without svd and/or nsvd. As there has been no confirmed design defect, manufacturing issue, or inadequacy in the labeling, IFU, or training leading to the complaint, edwards will continue to review of all reported events and perform trend analysis on a monthly basis. If action is required based on the determined control limits, appropriate investigation will be performed. No corrective or preventative actions are required at this time.

Event description:
Through review of article "early outcomes of percutaneous pulmonary valve implantation using the edwards sapien xt transcatheter heart valve system" authors nikolaus a. Haas et al, edwards learned of a multinational, multicentre, retrospective, observational registry analysis of patients (age ranged between 9 and 64 years) who underwent percutaneous pulmonary valve implantation (ppvi) using the edwards sapien xt transcatheter heart valve. Within the context of this article it was learned that two sapien xt valves were implanted within 2 carpentier-edwards perimount valves after an unknown implant duration. The reason was not disclosed in the article.